Event description:
It was reported the right ventricular (rv) lead impedance had been rising and was at 2812 ohms. Also, the rv lead threshold was 3.5 volts at 0.6 milliseconds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the full lead in segments was returned, analyzed and it was found that the proximal conductor was fractured from being flexed. It was noted that the proximal and distal conductors had blood (not obstructed), the distal conductor was distorted from being pulled/stretched/overstressed, and the defibrillation conductor had blood (not obstructed). The distal end low voltage electrode was covered with blood and body tissue/fibrotic growth. The outer insulation had cosmetic depression and a cosmetic white substance. The outer tubing overlay insulation had cosmetic environmental stress cracking and the outer insulation was breached from being cut. The helix was distorted from being bent and pulled/stretched/overstressed. The exposed rv and svc defibrillation conductor coils were both fractured from being flexed, were distorted from being pulled/stretched/overstressed and were distorted from being kinked/buckled. The lead appeared to have been stretched.